Manufacturer narrative:
Core wire of the guidewire was found to have been separated at 25mm from distal end with the trace of rotation to clockwise direction. Coil and polymer jacket was elongated and broken at 73mm from tip end, coil breakage site was found to be locally twisted. Core breakage is inferred to have occurred due to excessive rotation to clockwise direction to the guidewire of which distal end was trapped in the lesion. Coil was elongated and twisted off. Breakage surfaces of both core wire and coil wire matched each other between the proximal portion and distal portion, so that the core and coil are confirmed to be entirely removed out. However the complete removal of the polymer jacket could not be determined due to stretch damage.

Event description:
Reportedly, to treat a heavily calcified cto lesion at anterior tibial artery, the guidewire was advanced. During the attempt of crossing the guidewire as trapped in the lesion. Physician supposed of the breakage of the guidewire and removed the guidewire using a snare. Breakage of the guidewire was confirmed when the guidewire was removed out. Coil elongation and stretch damage of the polymer jacket was found with both the proximal section and the distal portion of the broken guidewire. Possibility of the broken polymer jacket could not be denied, thought no adverse event is found with the patient.